Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive, and the root cause of the reported incident is unknown as the device was not returned for analysis.

Event description:
Related manufacturer report number 1627487-2020-04025, 1627487-2020-04024. It was reported the patient experienced ineffective therapy. In turn, the patient's scs system was explanted on an unknown date to address the issue.